Manufacturer narrative:
The referenced previous external driveline replacement was reported under medwatch MFR report # 2916596-2014-00481. Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 6 years and 6 months. The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient experienced a pump stoppage at home during power module support. The patient could not restart the pump. The patient was admitted to the hospital. The system controller was exchanged and the pump started again. The patient experienced hemodynamic disorders and vertigo due to the pump stoppage over a long period. An external driveline evaluation was performed on 19feb2018 by the manufacturer¿s technical services representative. A previous driveline replacement repair was present approximately 4 inches from the exit site and the driveline was heavily dressed in rescue tape. No damage or abnormalities were evident. The device passed electrical continuity testing, and the alarms were unable to be reproduced with manipulation of the external portion of the driveline, or while the patient performed body movements with a non-grounded or grounded patient cable in use with the power module. When the system controller was replaced with the original (complaint condition) system controller via a non-grounded patient cable, a pump stop immediately resulted and repeated attempts to start the pump failed. The system controller was reconnected back to the patient¿s current system controller, supported by a grounded patient cable. The pump restarted immediately without hesitation. After monitoring the patient for 48 hours supported by a grounded patient cable, the patient was issued a non-grounded patient cable for increased safety. Subsequently, the patient experienced pump stops again during power module support with the non-grounded patient cable. The system controller was exchanged but short pump stoppages still occurred. A pump exchange was performed on (B)(6) 2018. The patient is reportedly in stable condition. No additional information was provided.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed in the evaluation of heartmate ii lvas. Continuity and hipot testing did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing did not reveal any discontinuities or shorts. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulations of the red, brown, black, and green wires. The conductors of all of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the red, brown, black and green wires could have could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.